Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc), while the hp was connected, during dwell. Nothing unusual was noted about the supplies or set up during trouble shooting. The patient was advised to start therapy over with new supplies and to notify their nurse regarding the event. There was patient involvement, however there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.